Event description:
On (B)(6) 2026, it was reported that patient faced an infusion set cannula was bent at the site. The patient reported high blood glucose and patient got treated with insulin pen and changed the infusion set.

Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.